Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation results, and because the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a connectivity problem when connecting to the video system. The issue occurred during set up / inspection for use. There were no reports of patient involvement.